Event description:
The target lesion was the left anterior descending (lad) and left internal thoracic artery graft (lita). The vessel was a bifurcated and calicified occlusion lesion. Aha/acc classification of the vessel was type c. The lesion length was 9mm and vessel diameter was 2.0mm. The procedure was an elective case. Pre-dilatation was conducted with a 2.0 x 15mm balloon at 14atm for 60seconds. A 2.5 x 18mm cypher stent (lot i1106161) was implanted at 12atm for 30seconds. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. One week later, the pt complained of chest pain and came to the hosp. Nitric acid medication was administered and the symptoms were recovered. Coronary angiography was conducted and thrombus was observed in the implanted cypher stent. To treat the thrombus, aspiration and angioplasty with a 2.0 x 15mm balloon was conducted. Inflation time and pressure were unknown. Physician noted that the cause of the thrombotic event was because the stent was under-dilated.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.